Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phaco( phacoemulsification) handpiece was received and a visual assessment of the returned sample revealed no obvious nonconformities. The phaco handpiece was connected to a calibrated centurion vision system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the phaco handpiece to meet manufacturer specifications per manufacturing test procedure (mtp). The phaco handpiece was found to meet specifications; therefore, the root cause of the reported events remain inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction procedure a patient experienced a corneal wound burn. In sculpt mode the phacoemulsification tip appeared to be blocked. The tip was removed form the eye and then inserted into a cup of water and cleared with full ultrasound. This process was repeated three times but the tip continued tip be blocked. The handpiece and tip was exchanged, a corneal burn was noted at that time and required wound suturing. The case was completed and a bandage contact lens was applied. The patient has experienced post operative astigmatism with poor refractive outcome. Additional information has been received indicating the patient has fully recovered, and the wound has healed. There is no further concern or treatment required for this event.